Event description:
During a bronchoscopy procedure for diagnosis, a pullwire separated from the radial jaw forceps when closing to take the biopsy. The forceps were removed from the patient. The doctor was not able locate the wire under fluoroscopy and reported that there may be a possibility that the wire remained in the patient. The biopsy was not achieved with this forceps. The procedure was continued with another forceps. The biopsy was taken and the procedure was considered successful. The patient's condition after the procedure was reported as good and the incident as having no impact on the patient. The device is being retained by the user facility and will not be returned. Since the device was not returned for evaluation, a failure analysis could not be performed and, therefore, it cannot be determined if the product met specifications. The company is unable to determine the relationship between the device and the cause of the event without the product.